Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number, or sample was provided. Questions were sent to the author of the article. No response was received. The study concluded that tevar with the chimney technique is a viable treatment option and may expand treatment strategies for patients with challenging thoracic aortic pathology and anatomy in the emergent and elective setting. Associated files: 3011175548-2017-00074, 3011175548-2017-00075.

Event description:
Received an article titled: thoracic endovascular aortic repair with the chimney graft technique published in the journal of vascular surgery. The purpose of this study was to perform a meta-analysis of all available data regarding tevar with the chimney technique in general and in the elective setting specifically. Original data regarding the chimney technique in tevar in the emergent and elective setting were collected from a variety of databases including medline, embase, and scopus. Per the article, procedural complications including one patient with a type ia endoleak.